Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/x-ray evaluation: the filter contained a white substance within the filter apex. It was reported that the white substance was calcific in nature. Clot was adhering to several limbs. Six legs were present; however, one leg was missing a foot. Five arms were present and intact. One arm was detached. The device was put inside an in-house x-ray cabinet. X-ray images confirmed detachment near the apex. Dimensional evaluation: the white substance in the apex limited limb expansion so arm spans, leg spans, and filter height could not be properly measured; however, all other dimensional measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, a recovery cone successfully captured and retrieved a recovery filter, can be confirmed. Based on the images provided, prior to the removal of the filter, six filter legs and five filter arms were attached to the filter, can be confirmed. Based on the images provided, a radiopaque linear foreign body was demonstrated to be overlying the approximate location of the right lower lobe pulmonary artery, can be confirmed. Based on the images provided, the removal of the radiopaque linear form body cannot be confirmed. Photo review: one electronic photo was reviewed. The photo shows what appears to be a recovery filter and a recovery sheath inside a clear plastic bag. Six legs and five arms were attached to the filter. The sixth arm could not be located. A white substance was within the filter apex and clot was adhering to several limbs. Based on the photo provided, limb detachment can be confirmed. Conclusion: the investigation is confirmed for filter limb detachment. As cine runs were not provided, difficult to sheath the filter could not be confirmed. Per the reported event details, the white substance within the filter was calcific in nature. In addition the images provided show that the recovery cone captured the filter distal to the filter apex. Per the instructions for use (IFU), "close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary." Capturing the filter distal to the filter apex could increase the total diameter of the recovery cone and filter being retrieved which could lead to difficulties retracting into the sheath. In addition, the calcific substance within the apex also could limit the collapsibility of the filter and lead to difficulties removing the filter. The definitive root cause for the removal difficulties and limb detachment is unknown. Labeling review: the current recovery filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical photos and images have been provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava retrieval procedure, a filter limb was allegedly discovered to have detached. The filter was captured and retrieved successfully. There was no attempt to retrieve the detached filter limb which remains in the right lower lobe of the lung. There was no reported impact or consequence to the patient.